Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. During the 1 month follow up the patient stated he went to the ER on (B)(6) 2016 with respiratory distress, was intubated and admitted into the offsite hospital for 3 days. If additional information is received a follow-up report will be submitted.

Event description:
Physician review of the event was that it was not related to the device.